Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (abdomen), the pod was found leaking insulin. Symptoms reported include dry mouth, fatigue, vomiting, abdominal pain, nausea, and thirst. The patient was treated with intravenous (IV) fluid and nausea medication. The patient was discharged 8 hours later on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.3 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.